Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that heparin therapy was discontinued due to hemoptysis. The patient subsequently developed sepsis and elected to withdraw care. A computed tomography (CT) scan revealed multiple hemorrhagic strokes in the brain, which contributed to the overall poor prognosis.